Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation, the reported failure was confirmed. Moreover, the investigation confirmed a b30 scope communication error, which resulted in the failure (no image). Olympus will continue to monitor field performance for this device. Updated fields: d8, d9, h2, h3, h4, h6 and h11.

Event description:
No additional information received from customer.

Event description:
It was reported the gastrointestinal videoscope does not give an image when plugged into the tower. The issue occurred during setup. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.